Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 42 mg/dl. Customer consumed carbohydrates to address bg and required assistance from spouse by giving customer a brownie and transported customer to endocrinologist¿s office for an appointment. Customer will be consulting with healthcare provider regarding diabetes management.